Event description:
Customer claims, the bed canopy has zipper damage to the end and side panels. The pull tab is missing and holes in the netting. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval, results - eval for the returned canopy shows that the panel side a: slider body open. The window side a: canopy netting has a one inch tear. (B) (4).